Event description:
It was reported that, the subject was enrolled in the (B)(4) study. Crfs were received for the study indicating that the subject's prior knee system was stryker and was revised with the triathlon ts knee system on (B)(6) 2012. The site noted that this was an aseptic failure of the knee, failed tibial component, polyethylene wear, malalignment, implant migration, loosening tibial.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR #2249697-2012-01477. Catalog number and lot code of other devices listed in this report: description: unk femoral component, cat #unk, lot #unk.